Event description:
Philips received a complaint about the v60 ventilator indicating that the device was intermittently not changing modes. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort (gfe) response received from the customer, it was stated that the touchscreen was working fine. The customer requested service of the device at a bench repair center. Additional information regarding the complaint has been requested.

Manufacturer narrative:
A bench service engineer (bse) evaluated the device at a bench repair center, but no issue regarding intermittently not changing modes was observed or noted by the bse. The customer rejected further service of the device, so the bse placed a defective sticker on the device and returned it to the customer unrepaired. No further tools or parts were used to service the device. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.